Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/13/2019. Device evaluation summary: it was reported that a 45-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced right sided deflation post procedure. During evaluation of the sample a tear was observed on the anterior aspect of the implant measuring less than 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, lot #206669. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 525cc saline prostheses was performed.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 206669 on 5/13/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).